Event description:
It was reported that a user experienced glucose readings between a fingerstick value of 207 mg/dl and dexcom g7 values that trended from 171 mg/dl to 141 mg/dl, with the ilet subsequently displaying readings after an initial pairing failure in which the responsible device was not identified; troubleshooting and education were completed and there were no alerts or alarms. Symptoms included hyperglycemia based on the fingerstick value. Outcomes included no reported injury, no medical intervention beyond routine self-management, and no impact on daily activities. Investigation included remote technical review and customer troubleshooting. Investigation of this case revealed no reproducible device malfunction and restoration of cgm data flow to the ilet after guidance. It was concluded that the event was consistent with transient integration or pairing difficulty without evidence of device failure and with resolution after standard troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.